Event description:
It was reported that a merlin.net transmission revealed non-sustained lead noise due to post-paced t-wave oversensing on the ventricular channel. Programming changes were recommended. No further information is available at this time.